Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. The potential cause for the problem is operational failure at production line clearance. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred before use with a syringe plastipak 3ml s/t s/su 1000. The following information was provided by the initial reporter, "received sealed, but dirty on the part where the fingers rest (plunger rod)."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe plastipak 3 ml s/t s/su 1000. The following information was provided by the initial reporter, "received sealed, but dirty on the part where the fingers rest (plunger rod)."